Event description:
It was reported that the patient went to her doctor due to high blood glucose levels and vomiting. The patient was put on an insulin drip for 12 hours, and blood glucose were able to come back down. It was stated that the patient inspected the pump, and found cracks and missing pieces on the reservoir tube lip. The rubber septum was also missing. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.